Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the implant registration card, (B)(6) yo male patient implanted with onxace-21 (sn (B)(4)) on (B)(6) 2015 and required intervention/explant on (B)(6) 2016 and replacement with another onxace-21.

Manufacturer narrative:
Multiple attempts to obtain additional information were made without success. The manufacturing records for the onxace-21, sn (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. The onxace-21, sn (B)(4), was implanted (B)(6) 2015 in the aortic position and required explant and replacement on (B)(6) 2016 with another onxace-21 (329 days postop). The reason for the explant procedure was not provided and the explanted valve was not returned for analysis. Manufacturing records report an acceptable product meeting all specification criteria. With the valve meeting all manufacturing specifications, there is too little additional information available to draw any conclusions concerning the need for this surgical intervention. This event does not identify additional hazards or modify the probability and severity of existing hazards.

Event description:
According to the implant registration card, (B)(6) yo male patient implanted with onxace-21 (sn (B)(4)) on (B)(6) 2015 and required intervention/explant on (B)(6) 2016 and replacement with another onxace-21.